Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt failed the pulse lead hi-pot test. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt the belt failed the pulse lead hi-pot test and the distribution node to rear therapy electrode cable was pulled from the distribution node. The electrode belt was able to detect a pt, but was unable to treat. The cause for the inability to treat was the damaged cable. No adverse event resulted from the damaged cable. The last pt to use this electrode belt did not report any problems.